Event description:
It was reported that the patient experienced diaphragmatic twitching frequently. The lead was explanted after unsuccessful reposition attempt.

Manufacturer narrative:
The field experience of the helix clogged was confirmed. The lead was returned in two pieces, mechanical and visual analysis found the helix and distal coil clogged with body /tissue, preventing it from actuation. After cleaning, the helix was found to function normally from short length of the lead. Overtorque was noted in the distal coil near the connector pin. The damage found is consistent with that occuring at the time of explant and was not found to be a result of deficiency in materials or workmanship.